Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder repair with the use of expressew for suturing, a portion of the distal jaw of the expressew iii deployment gun broke off into the body. The surgeon removed the fragment and the repair was completed successfully in a timely manner using another same device without further issue or harm to the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.: awaiting return.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our rep. Is reporting to us that during a shoulder repair with the use of expressew for suturing, a portion of the distal jaw, both top and bottom, of the expressew iii deployment gun broke off into the body. The surgeon removed the fragment and the repair was completed successfully in a timely manner using another same device without further issue or harm to the patient.